Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system displayed intermittent elevated pace/sense impedances and fluctuating r-wave measurements. It was further reported that this patient suffers from long qt syndrome.